Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) verified that a read/write error affecting multiple cubies in the half-height enhanced drawer 5.1. Initial recovery attempts were unsuccessful, but reseating the cables on the row board controller board restored all cubies. However, cubie 5 on row board b could not be reinserted after ejection, and further inspection revealed a broken muscle wire. Row board b was replaced, but the open/close sensor continued to fail during hardware testing. Replacing the sensor did not resolve the issue, so the controller printed circuit board assembly (pcba) was replaced, and the system was restarted, which successfully resolved the problem. The drawer was then configured and verified through application testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer that failed, and the entire column was absent from the cubie map. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, but the user managed to retrieve the medication from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer that failed, and the entire column was absent from the cubie map. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, but the user managed to retrieve the medication from another station. However, there were no adverse events or injuries reported based on this event.